Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A successful system checkout was performed which verified that the issue had been resolved. The system's logs were sent to the manufacturer for analysis. During the software investigation it was found that the software was functioning as designed. The generator had a persistent error at boot-up that prohibited the x-rays and resulted in the image acquisition system (ias) application displaying the "red x" over the generator icon on the pendant. The behavior described is the intended behavior of the software.

Event description:
A medtronic representative reported that the imaging system began to beep after starting it up. After this, there was a communication issue observed by a red x located over the x-ray icon. The medtronic representative then replaced the connection to the image acquisition system (ias) and it showed that the generator was not ready. The rep restarted the system which resolved the issue. The medtronic representative attempted to replicate the issue but was unable to do so. No patient was present during the time of the reported incident.